Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there was a fatal error and would not allow any medication to be dispensed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database size exceeded 10 gb, causing the application to fail. A technical support specialist checked the station and confirmed the database size exceeded 10 gb. The tss executed the commands from the reindex_shrink_getsize.txt file in the command prompt on a station with an oversized database. The database size was successfully reduced from 10 gb to 8 gb. The customer was contacted and advised to verify functionality on the affected station, particularly station tj-10pav, which initially reported the issue. The issue was placed under monitoring and no reported issue, and the case proceeded to closure. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary there was a fatal error and would not allow any medication to be dispensed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.